Manufacturer narrative:
Analysis results are not available; device not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure the tip broke off of the tool. There was no reported patient impact.

Manufacturer narrative:
The device was received for analysis. Visually, the tip broke off at the shaft just proximal to the head which would have resulted in the reported event. The overall length of the portion that became detached measured 0.235¿. The shape of the break is consistent with bending stress. The white plastic insert inside the distal end of the outer tube was worn and deformed on 1 side which likely indicates aggressive use / excess pressure. There was no allegation of a defect prior to use and the observed damage is consistent with use. The IFU warns do not use excessive force to pry or push bone with the attachment or tool during dissection and to inspect the tool for damage, prior to use; if damage is observed, do not use the tool. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information confirmed that the procedure was a spinal fusion; there was no patient impact.